Manufacturer narrative:
(B)(4): the testing and investigation results identified an under-delivery and a cracked or broken adapter bracket (internal damage). The front pump case was broken, and the battery access panel, release lever, and dc jack were damaged. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The device eval identified reportable malfunctions, under-delivery and cracked or broken adapter bracket.